Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged hospitalization due to the device.the patient also alleged dry mouth for which she can barely breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged hospitalization due to the device. The patient also alleged dry mouth for which she can barely breath. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of white and black pieces of contamination at the air input of the blower box is inconsistent with degraded sound abatement foam, small white fibers or hairs at the air inlet blower box hole under the air filter, white dust-like contamination on top of the blower motor and blower seal, light film of potential mineral deposit spots on the bottom of the blower box which is indicating potential water ingress, black and white specs of contamination on the bottom of the blower box, black contamination at the air outlet of the blower box and on the blower motor seal which is consistent with keratin. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only. There was no report of serious or permanent patient harm or injury. The manufacturer concludes there was evidence multiple contamination on the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3, h1 and h6 has been updated/corrected in this report.